Manufacturer narrative:
The company representative replaced the power supply. The unit was tested to factory specification. If functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a pt, the unit displayed a "low battery" alarm message while it was plugged into an ac outlet. The battery charge indicator was not functioning, indicating that battery backup was not available. The pt was switched to another unit and therapy was continued. No pt injury was reported.